Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
The programmer would not indicate that the shunt had been reprogrammed. Upon x-ray being taken, it was determined that the cam / dial had broken off of the mechanism. At this point, no action has been taken because the patient is asymptomatic. They are determining whether the patient even needs the shunt now that she has grown older. No delays reported. (B)(6) 2015 per affiliate, unable to verify product code.